Event description:
When using the mammosite introducer, it breaks the valve so mammosite balloon will not inflate or deflate.what was the original intended procedure?right breast lumpectomy, sentinel node biopsy, mammosite cavity evaluation device placement.device #1is this a laboratory device or laboratory test?no.